Manufacturer narrative:
The investigation determined that higher than expected vitros progesterone results were obtained for a single patient, using vitros immunodiagnostics products progesterone reagent lot 2530 processed on a vitros 5600 integrated system s/n (B)(4), when compared to a result obtained using a non-vitros method. A definitive assignable cause could not be determined. Based on the historical vitros prog quality control results, there was no evidence that a vitros prog reagent issue contributed to the event. Since the vitros prog results were reproducible, an instrument related issue is not a likely cause of the event. A sample interferent that affects the vitros prog assay, but not the non-vitros assay cannot be ruled out as contributing to the event. The customer did not perform any additional testing of the samples, therefore, no definitive conclusions can be made and a sample related issue cannot be ruled out as a potential contributing factor to this event. Per ortho medical consult: if the ivf cycle was interrupted by a falsely high progesterone result after the ovarian stimulation phase and the patient did not proceed to oocyte retrieval. In this scenario, the patient would need to go through another ivf cycle by retaking gonadotropin medications for ovarian stimulation, often a combination of fsh and lh, and thus, would be re-exposed to the potential side effects of these medications in additional to any psychological impact due to this incidence. Common side effects of gonadotropins include local injection site reactions, abdominal discomfort, mood swings, etc., serious adverse reaction like severe ovarian hyperstimulation syndrome is rare, around 1%. Without knowing the patient¿s conditions and her reactions to the ivf medications, it is hard to predict what potential side effects this patient might experience. The ~1% probability indicates the likelihood of serious side effects is rare but not remote. If the patient does not experience any adverse reactions to the treatment, serious long term injury is not anticipated, but if the patient experienced a serious adverse reaction to the drugs, some impact could be long term. Ortho has not been made aware of any allegation of patient harm as a result of this event.

Event description:
A customer obtained higher than expected progesterone results from a single patient processed using vitros immunodiagnostics products progesterone (prog) reagent on a vitros 5600 integrated system, when compared to a non-vitros method. Patient 1, results of 5.8, 5.8, 4.2 and 6.1 ng/ml versus non-vitros method result of 1.4 ng/ml. Patient invitro fertilization cycle was stopped based on the higher than expected vitros prog results. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4) and qerts reference (B)(4).